Manufacturer narrative:
Bci field service engineer (fse) was onsite on (B)(4) 2011. The fse found that a clot was causing the leak in the wash tower. The fse cleaned the clot out, changed wash tower valve and flushed the vacuum pump. The fse verified system performance to the published specification. Although pre-analytical sample handling is a contributing factor, a definitive root cause could not be determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) concerning a liquid leak from the wash tower of access 2 immunoassay system that caused the instrument to spark. There was no report of injury or exposure to hazardous fluids.